Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and the reported error 1162 was confirmed and replicated. In artemis, the 1162 error was found indicating cannula sensor fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the check cannula test failed, replicating the report event. The probable root cause is attributed to recognition error from electrical and fiberoptic defects pertaining to the acsc (circuit boards within the usm) printed circuit assembly (pca) of the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start (post-anesthesia and post ports placement) of a da vinci-assisted simple extraperitoneal prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 1162 occurred on universal surgical manipulator (usm) 3, and led indicator on usm 3 turned red. The customer was unable to dock the system onto the patient. Before contacting the tse, the customer power cycled the system, but the issue was not resolved. The tse confirmed error 1162 in the logs pointing to usm 3 cannula sensor issue. The tse had the customer perform hard power cycle with emergency power off (epo) on the patient side cart (psc), but the issue persisted. The customer elected to use the remaining three usm arms to complete the procedure. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The fse was unable to reproduce the error. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.